Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported there was oversensing due to noise, and an inappropriate shock was delivered. The device and competitor pace/sense lead were replaced because it could not be confirmed to be a device or lead specific issue. No patient complications were reported as a result of this event.